Event description:
A user facility reported to olympus that during reprocessing, the image seemed to flicker on the endoeye flex deflectable videoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no image on the device, a non ¿ olympus bending section cover was missing the glue causing the leakage. The orbeye lens and the light guide lens were missing the cement around the lens, and the angulation for up and down knobs was low. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to stress applied to the distal end, an abnormality such as kink, breakage of wire, or it is likely occurred in charged coupled device (ccd) cable built in the bending section. Furthermore, due to water invasion from device leakage location, the ccd cable or internal board of video connector was damaged or, the subject device was damaged by some stress applied during third-party repair. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use: prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor field performance for this device.